Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invading the light guide (lg) lens which led to corrosion. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The event can be detected by following the IFU section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the adhesive of light guide lens and distal end both have foreign material, and inside of light guide lens has stain. Additional findings were as follows: due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to clogging of channel-tube, the tube cleaning brush cannot be inserted, the adhesive around light guide lens has foreign objects, the adhesive on bending section cover is detached, the distal end is shaved, and the distal end has residual liquid. It is most likely the reported event was a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had an obstruction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive of light guide lens and distal end both have foreign material, and inside of light guide lens has stain. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.